Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "fibrotic capsule segments showing chronic inflammation with giant cell reaction", "discomfort and deformity" and "folding of the elastomer." Patient later reported "capsular contracture" baker grade iii and "pain." Device was explanted.

Event description:
Healthcare professional reported right side "fibrotic capsule segments showing chronic inflammation with giant cell reaction", "discomfort and deformity" and "folding of the elastomer." Patient later reported "capsular contracture" baker grade iii and "pain." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: breast pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: not observed creases on the provided photos. Local reaction: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.